Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.2 inr/1.4 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test system; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 906a, expiration date 05/31/2011). (B)(4). Will not be returned to manufacturer.